Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the tubing came off from the patch and she did not notice that it was off. By the time she checked, blood glucose level was approximately 320 mg/dl. The patient took the quick release and it did not click back on it as it was loose. It seemed to be a bit larger than the plastic it was connected to. So, she changed out the infusion set. The insertion site was at the upper area of her torso. No further information available.